Event description:
While surgeon was attempting to use the anterior vitrectomy of the infinity vision system the irrigation portion of the machine was not responding. The circulating nurses reset the machine and went through the set-up procedure a second time and the machine would start working at first but kept malfunctioning. The company was called and the surgical team went through many steps with the technician in an attempt to fix the problem. The vitrectomy software still kept malfunctioning. The surgical team was finally able to work through the problem with a second technician. The eye team leader was able to repeat the problem with the tech on the phone. He stated that this has been a known problem. He was able to tell the team how to avoid the problem but there is still a problem with the software in the machine.